Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's husband reported via phone call that the customer was hospitalized for a high blood glucose of 550 mg/dl and diabetic ketoacidosis. The patient was treated with IV fluids and insulin. Troubleshooting did not occur. The insulin pump was not returned for analysis at this time.